Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening and an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Later healthcare professional reported ¿breast pain¿ and ¿minimally complicated cyst and intracapsular rupture¿ diagnosed via ultrasound. This record is for the right side. Device has been explanted and is in transit to manufacturer.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported ¿breast pain¿ and ¿minimally complicated cyst and intracapsular rupture¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and is in transit to manufacturer.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.